Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery. The customer's blood glucose was 350 mg/dl, which was treated with a manual injection. He did not observe any significant events leading to the alarm. He was able to complete the rewind sequence. He stated that the insulin pump kept buzzing on the night prior. In the morning, the insulin pump buzzed every few minutes, nothing would happen for a while, and then the insulin pump alarmed motor error. His blood glucose was 198 mg/dl when he woke up. He stated that he rewound and primed and the insulin pump seemed to work during the night. He stated that he woke up and noticed that the device had given him insulin during the night. He felt that the insulin pump was not working and declined troubleshooting. He was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.